Manufacturer narrative:
.

Event description:
According to the reporter: the device was reticulated but the main tube split. Another device was opened to perform the surgery. No report of pt injury or impact.